Event description:
The patient was implanted with a siltex saline mammary prosthesis on 9/21/94. Subsequently, the patient experienced a deflation of the device, capsular contracture and an infection.